Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an inguinal hernia repair on (B)(6) 2011 and the mesh was implanted. Since the procedure, the patient is experiencing pain to a greater or lesser extent at the site of the surgery and thereabouts including around the scrotum, testicles, anus, saddle and inside leg. As reported by the patient, the pain has been bilateral crossing the mid line of the body. It was also reported that attempts to ameliorate the pain with the drugs endep and gabapentin were not successful and these drugs have been discontinued. The patient reported that the pain is constant at a lower level at all times and can be quickly exacerbated but physical activity in the groin and inguinal area for example sexual foreplay or attempts at sexual intercourse, which is now largely off the agenda because of the follow-on increase in pain. Once exacerbated, the pain may take days or even weeks to settle back the "now normal" level of irritation. No further information is available.